Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: no problem found. Source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic 2 days post onset of symptoms consumer. The consumer communicated that they tested twice the same day with quickvue otc obtaining 1 positive and 1 negative result. No confirmatory testing had been completed.